Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead had fallen. After the fall, and x-ray showed the lead had dislodged. No adverse patient effects were reported.